Event description:
Further follow up revealed that drg leads had migrated ((reference MFR report: 1627487-2018-04162, 1627487-2018-04276) and coiled around the ipg. As such, patient underwent a surgical procedure on (B)(6) 2018 and drg system was explanted and patient was implanted with a new drg ipg and two new leads in left l4, and l5.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient is experiencing discomfort at the ipg site. Multiple reprogramming attempts were unable to resolve the issue. Company representative attempted to adjust patient's stimulation through reprogramming, however patient feels the stimulation only at the ipg site. Reportedly, patient has lost a significant amount of weight and ipg is flipping in the pocket (reference MFR report: 1627487-2018-04175). As a result, a surgical intervention may be pending to address the issue.